Event description:
It was reported that the user experienced repeated infusion occlusions overnight with a reported blood glucose of 344 mg/dl while using an ilet system with an infusion set (contact detach), which resolved only after a full supply change and blood glucose returned to range after the change. Customer care provided support that included agent-led troubleshooting and education and follow-up to confirm blood glucose recovery. Investigation of this case revealed an infusion set occlusion related to the infusion set component, consistent with known infusion-site or set obstruction that impedes insulin flow. Symptoms included hyperglycemia associated with interrupted insulin delivery. Outcomes included temporary disruption of therapy that was corrected after replacing the infusion set and supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion likely due to set or site-related factors, resolved by supply replacement.